Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. The abbott internal recall number is 2024168-3/14/2017-002-r.

Event description:
Updated case details: it was reported that upon preparing the nc trek 4.0 x 12 mm balloon catheter for use by pulling negative pressure, the device did not respond. The balloon catheter was removed from the outer package. While the balloon was in the protective plastic coil, a twenty milliliter luer lock syringe was used to pour contrast medium into the hub of the balloon catheter and then negative pressure was applied. However, it was noticed that the syringe continued to fill with air with the luer locked; this was evidence of an open circuit. It was then confirmed at that time that the balloon was faulty. The device was not used on the patient. Another device of the same size was used to complete the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Applied for incorrect preparation of the device. Recall box unchecked and changed to other-none. The voluntary field action statement is removed as this device is not associated with the field action. Evaluation summary: visual and functional inspections were performed on the returned device. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that upon preparing the nc trek 4.0 x 12 mm balloon catheter for use by pulling negative pressure, the device did not respond. The device was not used on the patient. There was no clinically significant delay in the procedure reported. No additional information was provided.